Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side capsular contracture, baker grade not specified. Device remains implanted.

Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence. Device evaluation: visual analysis of the returned device identified: broken shell and others, missing shell (0-25%), wear abrasion and crease fold. Leak test and microscopic analysis was performed which identified: broken striated on the posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated broken on the posterior assessed as surgical damage consist in the use of some surgical tool. Missing shell due to inconclusive. Additional, changed, and/or corrected data:

Event description:
Device has been explanted.